Event description:
It was reported that the customer was hospitalized for 9 days with diabetic ketoacidosis and a blood glucose level (bg) of 600 mg/dl; cause was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.